Event description:
I purchased an equate sonic replacement brush for my philips battery operated tooth brush on (B)(6) 2016, at (B)(6). I began using this on a daily basis, but noticed that I had to be extra careful because the vibration on the back on the bristles was extremely powerful and it hit my tooth several times causing me to wince. I used this item on (B)(6) 2016, and noticed that evening, I felt like a filling was coming out, grainy texture. On the morning of (B)(6) I used the brush at approx 6 am. While at work, I ran my tongue over my tooth and some of it loosened and I spit it out. I had to go to the dentist several days later and it cost me (B)(6) to replace my crown. I would like this item to be investigated due to the fact that someone could cause injury to teeth and mouth. I think until they can figure out vibration and turned it way down it is not safe for consumers. Or it should be noted that it should not be used for persons with porcelain other dental fixtures. (B)(6). Purchase date: (B)(6) 2016. The product was not damaged before the incident. The product was modified before the incident. (B)(4).